Event description:
Hospital reported the product was set-up for a case as indicated: the cap from the "prox" elbow was removed & 94 inch vinyl tubing was attached to the "prox" elbow. A barns flow tube was reportedly attached to the spirometer adapter at the end of the exhalation limb of the circuit. After the pt took a couple of breaths, there was blockage in the circuit. According to the hospital, the circuit was replaced & the case continued without further incidents. The hospital reported that their investigation found the "prox" elbow cap in the barns flow tube. The hospital speculated that "either the cap fell into the exhalation tubing during set up or it was there during manufacture of the circuit. They further stated that the "prox" elbow cap must have traveled through the 48 inch exhalation tube into the barns flow tube where the blockage occurred. According to the hospital there was no pt injury or harm.